Event description:
Meter name: one touch basic enhanced. Strip name: one touch test strips. Meter code: 5, strip code: 5. Strip storage: stored correctly. Symptoms: nauseated, sleepy, hungry, feeling like want to pass out. The patient reportedly went to the hospital due to symptoms and was hospitalized. Their meter allegedly was inaccurately low. The result on their meter was 90, 43, 37 mg/dl. Customer also tested on family member's meter. Results were 586, 454, 300, 286 mg/dl. Time difference between customer's meter and family member's meter is unknown. The time difference between patient's meter and emergency room meter was unknown. Treatment was with IV glucose. No further information has been reported.